Event description:
It has been reported to philips that the allura device was unable to produce exposure radiation. The system was in clinical use. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to make exposures. No further information regarding the issue has been provided. Rse advised the customer to call back. The customer placed the call on the wrong site ID and was confirmed that there were no issues with the system. Therefore, no further action could be performed by philips. The codes were updated based on the investigation outcome.